Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. Bg values were not provided. Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.